Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient experienced severe hypoglycemia with unresponsiveness and coma-like state. The bg reading was under 30 mg/dl and the cgm reading was high bias without a specific value reported, resulting in an insulin overdose. The patient was found by the spouse who called emergency medical services (ems) and was taken to the hospital. The patient remained for 5 hours at the emergency department and was transported to another hospital where he was admitted for 3 days. No information about the treatment provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.